Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported the ins works pretty good most of the time but they take lasix every day for varicose veins and so for about 2 hours after taking the medication they do not have good control. Patient said they have spoken to their doctor about this and were told to call medtronic. Reviewed therapy optimization information and recommended tracking their results if they make an increase or program change. During the call pt increased on program 3 and reported feeling "twingy" at the ins site, like a shock, but that feeling was going away. Offered and sent email with quick guide, symptom diary and video link. Patient will maintain stimulation level and will continue to track symptoms. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Asked to clarify the statement "feeling "twingy" at the ins site, like a shock, but that feeling was going away." They stated twingy like a brief light shock. Resolved quickly and spontaneously. They stated it was unknown if the issue was caused by or related to the device, therapy, and/or implant procedure.